Event description:
The patient reported that he has moisture in the cartridge compartment. The patient confirmed that it smelled like insulin. The patient was advised to dry out cartridge compartment. The patient examined the insulin cartridge and could not identify any cracks or breaks. The patient reported that he had elevated blood glucose of 422 mg/dl. He reported that he bolused 6.5 units of insulin and later his blood glucose was 464 mg/dl. He reported that he is experiencing frequent urination. The patient's normal blood glucose value is 150 mg/dl. Attempted to contact patient for follow up but was unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for eval.